Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during the functional testing and the archive data review. The root cause for the reported complaint was due to a damaged load cell. Upon visual inspection, no physical damage was observed. The autopulse platform failed the initial functional testing due to ua07 (discrepancy between load 1 and load 2 too large) error message. The archive data review showed occurrence of ua07 error message on the reported complaint date. The load cell was replaced to remedy the ua07 error. The autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Following service, the autopulse platform passed the final testing without any fault or error. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.